Manufacturer narrative:
Concomitant medical products: 429688 lead; 694765 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient representative that they were told the cardiac resynchronization therapy defibrillator (crt-d) battery was good for another nine month and that was four months ago. The patient representative noted the battery stopped working, the device stopped working and the patient ultimately died. The patient representative also noted that the device stopped working and failed to revive the heart.